Manufacturer narrative:
Date of event is estimated. Further information was requested but not yet received.

Event description:
It was reported since implant patient has experienced ineffective therapy and communication difficulty between the ipg and pc. As a result, the ipg was explanted and intervention may be pending for the lead.

Event description:
The lead was explanted and replaced on (B)(6) 2025 to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.